Event description:
It was reported to philips that the customer's new processor pca was defective. After the pca was installed in the device, the unit immediately displayed a service required prompt. As a result, the customer was unable to enter the software, options, or serial number. Furthermore, when the processor pca was received it was noted there were loose parts inside the shipping box. There was no patient involvement.